Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) 7300ml simulated treatment was completed without any failures or problems occurring. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification test. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired while sleeping. The patients pd registered nurse (pdrn) reported although the patient was undergoing ccpd therapy, the patients cardiac arrest and death were unrelated. During follow-up, the patients pd registered nurse (pdrn) confirmed the patient passed away peacefully in their sleep on (B)(6) 2020. The patient had an extensive cardiac history and was under the care of a cardiologist. The patient was wearing an external defibrillator/cardiac monitor when they passed, as they were being assessed for the placement of a permanent internal defibrillator. The patients medical record has been closed since their passing, therefore the esrd death notification, death certificate, treatment data and autopsy report were unavailable. However, the pdrn remembers the patients primary cause of death was cardiac arrest. The pdrn stated no alarms were noted during a review of the treatment record, nor was there concern the patients liberty select cycler malfunctioned. However, the patient was undergoing ccpd when they expired and the pdrn could not provide any additional specifics and/or timeline of events. Additional information was requested (e.g. Discharge summary, death certificate, esrd death notification, autopsy report), however the patients electronic medical record has been closed following the patients passing. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patients serious adverse events of cardiac arrest and death. The definitive cause of the patients cardiac arrest is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the patient had an extensive cardiac history and was being evaluated for an internal defibrillator when they passed. Per the pdrn, the events were unrelated to pd therapy or any fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Based on the totality of the information available, the liberty select cycler cannot be disassociated from having a possible contributory role in the events. While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the events. The lack of information (e.g. Past medical history, death certificate, esrd death notification, autopsy report, treatment data) and no manufacturer evaluation of the suspect device, the liberty select cycler cannot be completely excluded from the events.